Manufacturer narrative:
Age: this value is the average age of the patients reported in the chronic migraine cohort as specific patients could not be identified. Gender: this value reflects the gender of the majority of the patients (23 female, 12 male) in the chronic migraine cohort, as specific patients could not be identified. The event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication. Concomitant products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Lee, p.b., horazeck, c., nahm, f.s., huh, b.k. Peripheral nerve stimulation for the treatment of chronic intractable headaches: long-term efficacy and safety study. Pain physician. 2015;18(5):505-516. Summary: this study explored the efficacy and safety of long-term peripheral nerve stimulation (pns) for intractable chronic headaches. Pns is an effective modality in the long-term management of intractable chronic headaches. Despite long histories of chronic headaches, the majority of patients had significant reductions in pain scores and the number of headache days per month. The outcomes were not dependent on the number of years the patients had suffered from headaches before pns treatment. Reported events for chronic migraine group [age 50.2 +/-14.1, n=35, 23 female] 1. 5 patients implanted with a peripheral nerve stimulator (pns) to treat chronic migraines had the device explanted due to a decrease in efficacy over time/no further effect. 2. 2 patients implanted with a peripheral nerve stimulator (pns) to treat chronic migraines experienced an infection that was treated successfully with explantation, with no long-term sequela. 3. 5 patients implanted with a peripheral nerve stimulator (pns) to treat chronic migraines experienced an infection that was treated successfully with antibiotics, with no long-term sequela. 4. 2 patients implanted with a peripheral nerve stimulator (pns) to treat chronic migraines had the device explanted due to lead malfunction that could not be adequately corrected. 5. 1 patient implanted with a peripheral nerve stimulator (pns) to treat chronic migraines had the pns explanted due to a lead migration that could not be adequately corrected. 6. 1 patient implanted with a peripheral nerve stimulator (pns) to treat chronic migraines had a lead migration requiring revision. It was noted that the revision provided successful results. 7. 1 patient who was implanted with a peripheral nerve stimulator (pns) to treat chronic migraines had their device destroyed in a physical altercation. 8. 1 patient implanted with a peripheral nerve stimulator (pns) to treat chronic migraines had their device damaged by the full body scanner at an airport security check. 9. 1 patient implanted with a peripheral nerve stimulator (pns) to treat chronic migraines had their device damaged during a neurosurgical procedure. Further information has been requested; a supplemental report will be submitted if additional information is received.